Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was 460 mg/dl. Customer treated with a manual injection. Caller stated that they do have a back-up plan. Customer tried changing the reservoir and site. Caller stated that the alarm just occurred and the alarm occurred during basal. Caller stated that the alarm is not recurring. Caller stated that the insulin did exit after performing a 5.0 unit fixed prime. It was explained that it may be a possible site related issue. Customer was advised to do a set change as soon as possible.